Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was seen when it comes to this left ventricular (lv) lead. High pacing thresholds were also noted. The device and lead were explanted and the hospital remained in possession of the system. No adverse patient effects were reported.